Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was complaining of pain in the abdomen, leg , neck and thigh. Patient stated that they had fallen about a month ago on the left side (ins is on the right side). Rep reported that they tried to review the patient's baseline and current symptoms but the patient could not provide that information. Patient stated that they had turned up stimulation to 2.4amps and the stimulation was uncomfortable, rep turned stimulation off and the patient still had pain. The rep noted that they met with the patient's hcp to explain and at first the doctor wanted the rep to change the program so the patient would feel comfortable as soon as stimulation was turned on, and after meeting with the doctor the second time, the rep decided to leave the stimulation off and patient could turn it on at home. The issue was not resolved at the time of the report. No surgical intervention was planned or occurred. No further patient complications were reported/ anticipated as a result of this event.